Event description:
It was reported that the customer had high blood glucose levels of 454 mg/dl. The customer was treated with manual insulin injections. It was reported that the customer showed symptoms consistent with high blood glucose levels including leg cramps, vomiting and being sick to the stomach. The mother of the customer reported that the insulin pump was making loud noises when it rewinds even though the piston of the insulin pump was not going up. The mother of the customer refused to troubleshoot and requested a replacement for the insulin pump. The customer was advised that the insulin pump be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).